Manufacturer narrative:
The patient was brought in clinic to check the system. The physician has elected to monitor the situation at this time, and will bring the patient back for clinical follow-up in six months. No additional information is available at this time, and current records suggest that this device and rv lead remain implanted and in service. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and transvenous right ventricular (rv) lead exhibited a single low shock impedance measurement of less than 20 ohms, triggering a latitude red alert. Historical shock impedance measurements had reportedly been in the 45 ohm range. No adverse patient effects have been reported as a result of this observation.